Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2015, reporting that they had an informational por (power on reset) message. It was reviewed that their therapy would stopped due to the por. It was reported that the por was related to an overdischarge event. The patient reported the issue was connected to information the patient previously reported. The patient stated that they called a manufacturer representative (rep) and they told them how to do the trickle charge. Steps were reviewed on how to clear the por with the patient programmer by pressing any arrow on the navigation button, resetting the time if desired and pressing sync to complete the reset. It was reported that the por was successfully cleared. It was reviewed to turn the therapy back on and that therapy would resume at their last programmed parameters. It was indicated that their therapy was adequate. It was reported that troubleshooting resolved the reported issue. It was reported that it was asked but was unknown when the event occurred and was stated ¿about two days ago ((B)(6) 2018). Additional information was received from the patient on (B)(6) 2018, where they mentioned that that they previously called in because ¿it went to sleep¿. They confirmed this was related to the por. No further complications were reported/anti cipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient saw ¿poor communication¿ on the patient programmer (pp) and was not able to recharge the device. The patient noted that they had last felt stimulation and last charged the ins about two weeks prior to (B)(6) 2018. It was reported that the patient saw a reposition antenna screen on the ins recharger (insr) when they tried to charge the ins. No further complications are anticipated.